Event description:
Material#: 309628, batch#: 3144657. It was reported by customer that plastic plunger detaches from rubber stopper verbatim: plastic plunger detaches from rubber stopper.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation.

Event description:
It was reported that the bd luer-lok syringe stopper separated from the plunger. The following information was provided by the initial reporter: "plastic plunger detaches from rubber stopper."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.